Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported right rupture. Patient later reported a lump on the right breast which acquired a biopsy and the breast was still swollen at that time and painful. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Lump/nodule: unable to observe. Edema: unable to observe. Breast pain: unable to observe. As per the investigation procedure, creases and non-penetrating nick ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right rupture. Patient later reported a lump on the right breast which acquired a biopsy and the breast was still swollen at that time and painful. The device has been explanted and replaced.